Event description:
During a pta treatment procedure to dilate a lesion in an existing dialysis graft of the forearm, the balloon ruptured and the detached from the catheter. The balloon catheter had been advanced to the lesion site directly through a guide catheter without incident. The balloon was inflated three times. On the third inflation to near maximum rated burst pressure, the balloon ruptured. When the physician attempted to remove the balloon catheter, the balloon detached from the catheter. The balloon fragment remained inside the patient and migrated to the patient's lung. The physician placed a sheath in the groin and used a snare wire to successfully retrieve the balloon material from the patient. The patient is reported as doing fine following the procedure.